Event description:
Event description boston scientific received information that the patient implanted with this pacemaker had a syncopal event that occurred shortly after a lead revision. Device testing in the emergency room noted loss of capture. All lead measurements were appropriate and testing was fine with a pacing system analyzer (psa). EKG strips showed a rate in the 30's with only one pacing spike. The caller could not reproduce the data from the strips as the patient's intrinsic rate accelerated to above the lower rate limit. However, random spikes were visible on the strips. The patient was admitted to the ICU and a prolonged run of intermittent loss of capture was observed. The decision was made to explant this device. At explant, the physician noted potential blood in the device header. A new pacemaker was implanted without further incident.